Event description:
A trilogy evo, USA ventilator was returned due to end of loaner contract. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at third-party service center, an evt_ac_disconnected error indicating the device disconnects from the ac power, presents a functional failure in the system board. No repair was performed. The device was processed as scrap. Additionally, the vanity cover with damaged silver frame requires internal and external cleaning due to dust.